Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During troubleshooting of an unrelated alarm, it was reported that there was some small air gaps in the patient line. The technical service representative (tsr) advised the home patient (hp) to end therapy and start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.